Event description:
It was reported that during a total laparoscopic colectomy procedure, unable to remove the instrument from the tissue. The red button was used to remove, then placed a fresh vascular reload, and was unable to advance beyond first closure. A new gun was opened and the procedure proceeded with no further events. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Closure trigger top the analysis found that one sc60a device was returned in good visual condition and with two white cartridge reloads present. Cartridge (a) was received fully fired. Cartridge (b) was received partially fired 2/3. The device was tested for functionality in the straight and articulated positions with test cartridge reloads and achieved its complete firing sequence. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. However the firing trigger was not working properly on each stroke as the pawl was not engaging with the drive bar at repeated attempts. The device was disassembled to verify the internal components and wear was found on the right side of the closure trigger due to the clamp first lockout pin on the geared trigger plate and the closure trigger top was found broken. One possible scenario for the described event is due to pulling the closure trigger open in an attempt to open the device. This results in damage to the closure trigger top component when the applied load is high enough. Once the closure trigger top component is damaged, then any additional actuation of the firing trigger can cause it to catch on the now broken or bent closure trigger top component. This in turn can then result in the red switch being locked out if the firing trigger is not in its full open position. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). A batch record review was performed and no anomalies were found during the manufacturing process.